Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 400 mg/dl. The customer stated they have treated their blood glucose with the insulin pump. Customer also reported frequent urination and irritability as symptoms of their high blood glucose. The customer did not report any leaks or air bubbles in the tubing. The customer was advised the insulin pump was working as designed. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-23231.